Event description:
Pursuant to info rec'd from the physician, the detector that the physician used was not functioning "properly." The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.